Event description:
It was reported that an altitude alarm occurred on the pump. There was no reported impact to the customer¿s blood glucose level. Technical support did not replace the pump as it was out of warranty, and they provided the customer with the supplier's report. Customer reverted to an alternate method of insulin therapy.